Event description:
During baxter's eval of a spectrum pump, it was discovered to have no audio function.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The pump was found to have no audio function upon initial eval. Eval found that the back flex was not seated in the proper connector on the input/output printed circuit board (I/o pcb). When the back flex was properly seated in the connector it was found to function properly.